Manufacturer narrative:
The axium coil was able to be implanted in the patient and the pushwire has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of axium premature detachment during a procedure. The patient was undergoing embolization of an anterior communicating artery aneurysm. The vessel was described as not particularly tortuous by the implanting physician. The devices were prepared as indicated in the IFU. A continuous flush was maintained during the procedure. It was reported that the axium coil was deployed as a framing coil. Approximately 2/3 of the coil had been deployed when reposition was attempted. It was reported that there were no 'provoking' movements during reposition and the coil unintentionally detached. It was decided to deliver the remainder of the coil using the pushwire. Coil protrusion was managed using balloon assistance. The coil as able to be placed in the intended location. On removal, the axium pushwire was examined and did not appear to have any damage. The pushwire was saved for return. There were no reports of patient injury in association with this event.

Manufacturer narrative:
Device evaluation the axium coil was returned for evaluation. As received, the tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. The axium coil was returned for evaluation outside of and without the introducer sheath. The pushwire was found to be bent at approximately intermittently along its entire length. Under the microscope, the coin was found to be located against the lumen stop, the shield coil was found to be present and the implant coil was found to be already detached and missing. Per the reported event details, the implant coil was delivered and successfully implanted at the intended location. The axium implant coil was not returned; therefore, any contributing factors from the axium implant coil could not be assessed. Based on the axium pushwire analysis and on the provided incident details, the report of premature detachment was confirmed; however, the cause for the event could not be determined. It could not be determined if the axium coil met specifications due to its damaged and incomplete condition; however, all coils are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.